Event description:
The clinician reports the implant was inserted(B)(6) 2019 in ada 7. Details of surgery: primary stability not achieved. On (B)(6) 2023 , loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.